Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced infusion set tubing twisted event on 07-jun -2024. No further information was available.